Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the wire sheared off and was not removed. The patient presented with coronary obstruction with calcium and underwent percutaneous coronary intervention. A rotawire was selected for use. During the procedure, the physician had two wires in two different vessels. When trying to dynaglide outside the guide, the additional wire sheared off. The physician got distracted that made him to stop while in dynaglide and caused the wire fractured. Snaring was used but unsuccessful to retrieve the wire so, the wire was pinned and stented against the vessel wall. The procedure was completed using original method and device. No patient complications were reported.